Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number ppbcah / 8703h56, and no non-conformances related to the reported complaint condition were identified. Summary: an opened box with seven teen unopened samples of product code 8703h, lot # ppbcah were received for evaluation. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. The device performed without any defect noted and the actual complaint sample was not returned for analysis. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the suture needle pull off occurred twice during unknown surgery, but the quantity involved in ip was 4. Please clarify which quantity of pull offs is correct 2 or 4 during this single procedure? What tissue was approximated when the pull off occurred? Procedure name? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events submitted via 2210968-2021-00438, 2210968-2021-00439 and 2210968-2021-00440.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and the suture was used. During the surgery, the needle popped of the suture. The procedure was completed with like sutures from the same lot with no patient consequences. Additional information has been requested.